Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
The pad-pak was first installed on the 5th june 2009 and performed to specification up to the 25th october 2015. During this time a new pad-pak was installed. Multiple manual power ups mainly ten minutes duration were recorded between the 1st november 2015 and the final history log entry on the 5th november 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.